Event description:
This 37 yo male offers no compliants pre treatment. He complained of chest pain early in his treatment which was releived by a bolus of normal saline. 30 mins. Before the pt's treatment was due to end he complained of severe abdominal pain. The treatment was terminated with no relief of pain. The pt started vomiting and the pain appeared tobe intensifying. The pt was given 25 mg demerol IV. Cobe rx machine focus dialyzerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.